Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the system pcb assembly. It was confirmed that the device cannot be repaired. The device was returned to the customer unrepaired per request.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.